Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that when they used their programmer they noticed the battery level was down half battery and had to be recharged 4 days after implanted when they still had staples. Patient reported their trial was different and they did not like the implant in them. No symptoms reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was using battery within a few days and cause was not determined. Patient reported they were sent a new controller and they have not yet had to change batteries.